Event description:
During routine testing of the device at the service center, the user reported that the roller pump was making a strange noise, and that a vibration was felt when the key panel was touched. Since the event occurred during routine testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.